Event description:
As reported, approximately 4.5 years post initial right tsa, the 56 y/o female patient complained of pain. Patient had a revision due to loose femur and recalled poly. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Image and x-ray received. The devices are not available for evaluation due to hospital will not release recall implants.

Manufacturer narrative:
Section d10: concomitant products: truliant tib fit tray cem sz 3.5f / 3.5t (cat# 02-022-45-3535 / serial# (B)(6)) advanced patella 32mm 3 peg implant (cat# 200-07-32 / serial# (B)(6)) truliant tib imp ps insert sz 3.5 9mm (cat# 02-022-35-3509 / serial# (B)(6) - recall# z-0023-2022) additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, impact code, medical device problem coode, component code, type of investigation, investigation findings, investigation conclusions. The revision reported may have been the result of prosthesis wear, an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening, and/or due to inclusion of the polyethylene component in the packaging recall. However, this cannot be confirmed as the device was not returned for evaluation.